Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 160 mg/dl. Customer stated that the second time he bolus no delivery alarm occurred and noticed that his shirt and infusion set smelled like insulin. The customer was advised that the infusion set and reservoir would be replaced and to call back when issue persists to do troubleshooting. No further information provided.